Event description:
It was reported that the surgeon implanted a 04.5 diopter implantable collamer lens model icm12v4 and the surgeon removed the lens in 2008, due to the patient couldn't tolerate the monovision which was making their post op bcva be 20/60. The surgeon replaced the lens with a 06.5 diopter same type lens. No patient injury.